Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for non-physiologic sensing and non-sustained tachycardia (nst) episodes with t-wave oversensing (twos). The r-waves were significantly smaller than the t-waves during the time. The heart rate was around 150 bpm and it was unknown what the patient was doing or feeling during the episode. The lead was programmed to integrated bipolar and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).